Event description:
Reporter alleged obtaining discrepant blood glucose results of 249 mg/dl versus 98 mg/dl and 249 mg/dl versus 107 mg/dl when comparative values were obtained one minute apart on the advantage system. No actions or treatment were reported. A request was made for the return of the suspect product and replacement product was sent.